Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the returned liner confirms wear through of the liner. It is noted that the device was implanted for just over 17 years. Material wear after this length of time would not be unreasonable to expect. The evidence / wear pattern indicates the device was positioned more vertically than recommended by surgical technique causing edge loading, which adversely affected loading of the bearing and likely increased wear rates. Per the reporting, patient x-rays are not available for examination. The investigation has determined that this product code has been obsolete since february 2001. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Event description:
The pt was revised because of poly wear completely through the liner which created metallosis between the head and the cup.